Event description:
The customer reported problems with the angio video and then the system stopped working. There is no report of pt injury.

Manufacturer narrative:
A ge svc rep performed an onsite investigation. Components were replaced to correct the faulty video system. The sys was then found to be operating as intended.